Manufacturer narrative:
The device is available for evaluation, but have not been received yet.

Event description:
The customer reported that an oncology kit w/spinning spiros® w/red cap was leaking. The patient was infused with oxaliplatin and leukovorin. After the line was flushed, there was fluid noticed on the bed, floor and pillow. The spiros were leaking below the c clamp and the estimate drug loss was 30 ml. There was patient involvement but the drug did not come into contact with the patient or a healthcare provider. There was no delay in critical therapy.

Manufacturer narrative:
D10 - date returned to mfg: 3/13/2020 h10: the device was returned for evaluation not attached to the pump set. The spinning spiros was pressure leak tested and found to meet pressurized leak expectations. The spinning spiros was returned with the spin feature activated in the rotational direction and without any visual damage or anomalies observed. The reported complaint can be confirmed. The probable cause of the spinning spiros disconnect from the carefusion male spin luer cannot be determined. No lot review was performed as lot number is not available.